Manufacturer narrative:
Insulin pump received with half of the retainer ring broken off and reservoir tube lip o-ring. Unit received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test and p-cap / reservoir will not lock properly due to damaged retainer.

Event description:
Information received by medtronic indicated that the retainer ring was broken off. Customer stated that the reservoir was able to lock into place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.